Manufacturer narrative:
The actual device was not available; however, photographs and videos were provided. During visual inspection of the provided photographic samples, blood was observed leaking from the deaeration chamber. The reported condition was verified. Due to the nature of the provided samples no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Oxiris s has been temporarily approved for use in the us under emergency use authorization eua (B)(4) with a specific indication to treat patients with covid-19 infection.

Event description:
It was reported a blood leak was observed in an oxiris set. Approximately one and half hours into continuous renal replacement therapy, blood was observed leaking from the connection between venous (return) line and deaeration chamber. Blood loss was estimated to be 3-5ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.